Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility and placed on extended test/run-in. All testing was performed with a good known test ac adapter and patient circuit connected. Vent passed 48 hours extended testing at customer settings without any unusual alarms or conditions. The unit passed trouble shooting final test which includes many alarms and ventilations functions. Service technician was unable to duplicate the problem "pressure control fault." Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator unit has "pressure control" fault. At this time, there is no information regarding patient involvement associated with the reported event.